Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they have a "very bad cold" which they initially said was unrelated to the device/therapy, but then mentioned it "involves other parts of [their] body" whenever they have one so they have to go to the bathroom more. The patient also said the ins isn't working for them; they have the ins for urinary urgency. The patient also said the trial seemed to help their symptoms, but they aren't seeing a 50% or greater symptom control from the implant; they have to change pads 3-5 times a day. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 1.5v on program 2. They have the ability to change programs and/or adjust stimulation so it was increased to 1.9v where they noted feeling stimulation; they will monitor their symptoms. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was also reviewed to completely avoid diary to track progression/therapeutic response; therapy expectations was also reviewed. It was lastly reviewed to follow up with the hcp if the problem does not resolve. The patient will monitor their symptoms now and follow up if needed. Later on that day, patient called back saying the lightning bolt was missing from the implant icon on the pp. Button use was reviewed and the patient was able to turn stimulation back on. Patient was confused on the pp buttons and said the hcp/manufacture representative (rep) never trained them on how to use the pp. During the call, stimulation was turned back on and adjusted to 1.7v on program 2. They added that they felt stimulation more in the groin initially, but now felt it more in the buttock; they agreed it was in the bike seat area. No further patient complications have been reported as a result of this event.